Event description:
It was reported that during an unk procedure, the reload is evident of coming loose while stapler was being positioned or closed on lumbar vein. Stapler fired into the lockout. Staple load was pushed distal per attached pictures. Stapler would not open. Powered manual reverse was attempted/failed to open the device. Manual override return lever was deployed/failed to engage and would not allow for device to be returned to where it would open. Device was stabilized and gray opening levers were depressed while the closure handle was pulled forward. Failed to open. Device was removed successfully with clips placed on vessel immediately lateral to stapler jaw. Stapler was excised from patient's lumbar vein. No patient consequence, procedure was completed with like device.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided.. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes, no staples deployed and no cut line started. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Yes. Device was unable to return with powered return and manual return lever. Multiple attempts were tried with manual return. If yes, how was the device removed from the patient? ¿ clips were applied proximally and distally on the lumbar vein adjacent to the renal vein. If yes, did the jaws eventually open? No, stapler was still in closed position when removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2024. D4: batch # 769c40. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received unfired and with damage on reload deck and bent as if the reload was crushed. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The manual override was totally functional and worked without any issue noted during functional test. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 769c40, and no non-conformances were identified.